Event description:
Pt changed battery of infusion device, and infusion device displayed e8 power interrupt error. Infusion device buttons would not function properly. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.